Manufacturer narrative:
Results and conclusions codes - (endoleak) (reverse funnel-shaped and angulated aortic neck that rapidly expanded in diameter).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was reverse funnel-shaped, angulated and rapidly expanded in diameter from 23 mm to 26.5 mm. The iliac arteries were calcified, tortuous, short in length at 2.5 cm on the right side and 3.5 cm on the left side, and narrow at 6 to 7 mm. It was reported that after the talent bifurcated stent graft was implanted, the stent graft moved downward slightly due to the aortic neck anatomy, resulting in a type I endoleak, which the physician elected to treat successfully with an aneurx aortic cuff. No additional clinical sequelae were reported, and the patient is fine.